Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement of 135 ohms. No other lead diagnostics were performed. This rv lead remains in service. The shock impedance alert value was increased to 150 ohms, and the plan is to continue monitoring this lead. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- the local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement of 135 ohms. No other lead diagnostics were performed. This rv lead remains in service. The shock impedance alert value was increased to 150 ohms, and the plan is to continue monitoring this lead. No adverse patient effects were reported. Additional information received reported that shock impedance measurements on this right ventricular (rv) defibrillation lead had gradually risen to as high as 168 ohms over the last 12 months. After non-invasive programmed stimulation (nips) was performed, the physician elected to induce ventricular fibrillation (vf). Three 41j shocks were delivered and did not convert. As as result, a 360j external shock was performed. It was noted that shock impedance measurements were greater than 125 ohms for all shocks. In addition, a code 1005 was recorded indicative of an open circuit condition detected during shock delivery due to high out-of-range shock impedance measurements greater than 145 ohms. The patient was hospitalized and lead revision was scheduled. No additional adverse patient effects were reported. Additional information received reported that the cause of the reported non-conversion and out-of-range shock impedance measurements was not conclusively determined, however lead calcification was a likely contributing factor. The patient was evaluated by the physician. This right ventricular (rv) defibrillation lead remains in service at this time, however lead explant/replacement was anticipated for june 2. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement of 135 ohms. No other lead diagnostics were performed. This rv lead remains in service. The shock impedance alert value was increased to 150 ohms, and the plan is to continue monitoring this lead. No adverse patient effects were reported. Additional information received reported that shock impedance measurements on this right ventricular (rv) defibrillation lead had gradually risen to as high as 168 ohms over the last 12 months. After non-invasive programmed stimulation (nips) was performed, the physician elected to induce ventricular fibrillation (vf). Three 41j shocks were delivered and did not convert. As as result, a 360j external shock was performed. It was noted that shock impedance measurements were greater than 125 ohms for all shocks. In addition, a code 1005 was recorded indicative of an open circuit condition detected during shock delivery due to high out-of-range shock impedance measurements greater than 145 ohms. The patient was hospitalized and lead revision was scheduled. No additional adverse patient effects were reported. Additional information received reported that the cause of the reported non-conversion and out-of-range shock impedance measurements was not conclusively determined, however lead calcification was a likely contributing factor. The patient was evaluated by the physician. This right ventricular (rv) defibrillation lead remains in service at this time, however lead explant/replacement was anticipated for june 2. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was explanted and replaced. It was noted that the implantable cardioverter defibrillator (ICD) was also explanted and replaced/upgraded during the same procedure. No additional adverse patient effects were reported. This rv lead will not be returned for analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement of 135 ohms. No other lead diagnostics were performed. This rv lead remains in service. The shock impedance alert value was increased to 150 ohms, and the plan is to continue monitoring this lead. No adverse patient effects were reported. Additional information received reported that shock impedance measurements on this right ventricular (rv) defibrillation lead had gradually risen to as high as 168 ohms over the last 12 months. After non-invasive programmed stimulation (nips) was performed, the physician elected to induce ventricular fibrillation (vf). Three 41j shocks were delivered and did not convert. As a result, a 360j external shock was performed. It was noted that shock impedance measurements were greater than 125 ohms for all shocks. In addition, a code 1005 was recorded indicative of an open circuit condition detected during shock delivery due to high out-of-range shock impedance measurements greater than 145 ohms. The patient was hospitalized and lead revision was scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.